Manufacturer narrative:
The manufacturer previously reported information regarding a simplygo mini. The customer alleged the device runs irregularly, gets warm, and whistles. The device was returned to a third party service center. During visual inspection of the device, the device was found to have clogged sieves, and the air side, o2 side, and compressor were contaminated. The defective parts were replaced. The device was service, inspected, tested, and met acceptance criteria in accordance with all applicable customer requirements as defined in the contractual agreement with the third party service center. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Update: after re-evaluation of the reported complaint/information, it has been determined that this complaint should have been deemed not reportable. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the information available, no MDR should have been filed. Section e: reporter country - updated from "australia" to "switzerland".

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a simplygo mini. The customer alleged the device runs irregularly, gets warm, and whistles. The device was returned to a third party service center. During visual inspection of the device, the device was found to have clogged sieves, and the air side, o2 side, and compressor were contaminated. The defective parts were replaced. The device was service, inspected, tested, and met acceptance criteria in accordance with all applicable customer requirements as defined in the contractual agreement with the third party service center. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.